Event description:
It was reported that vent fail during usage, no health consequences have reportedly occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
It was reported that this device suddenly stopped ventilation when be used, the customer reported for repair. No patient injury reported. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by dräger but was not able to provide additional details. There was neither the logfile nor any additional information available. Thus, the exact root cause could not be finally determined. In case of an auto ventilation failure or automatic vent mode stopped (ventilator failure). Monitoring functions remain unaffected; thus, the user is continuously informed about ventilation performance and patient gas measurement. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. The device is designed to allow the user to manually ventilate the patient using the built-in breathing bag, including gas dosing, which is available even it shut down. The user can continue to oxygenate the patient through manual ventilation, and monitoring functions are also available until a backup device is introduced. All alarms, possible causes and remedies as well are described in the instructions for use.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that vent fail during usage, no health consequences have reportedly occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.